Manufacturer narrative:
(B)(4). Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device has not been returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21 mm pericardial aortic valve was explanted after an implant duration of nine (9) years and five (5) months due to minimal calcification and two torn leaflets. The explanted valve was replaced with a 23 mm edwards pericardial aortic valve. On pod #4, the patient was moved from the ICU and was noted to be recovering well.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Customer report of torn leaflet was confirmed through image evaluation. Evaluation was performed through two color images of the valve provided by the customer. The images included a picture of the valve at the outflow aspect and a picture of the valve at the inflow aspect. One of the leaflets was observed to have tears near both commissure areas. What appeared to be extrinsic calcification was observed on the inflow and outflow aspect of the leaflets. However, calcification cannot be confirmed without x-ray imaging. The sewing ring was observed to be cut around the valve circumference and exposed the wireform at the inflow aspect.